Event description:
This distributor became aware on 4/10, of an incident that occurred while placing another MFR's port via the right subclavian vein. It was reported the was advanced through an entry needle. Manipulation of the wire resulted in coating shearing off. The coating embolized to the pt's lung. The coating was retrieved without incident and no pt sequelae resulted from this event. Co's directions for use state: "to avoid damage and possible shearing of plastic, do not withdraw or manipulate through a metal cannula/metal dilator nor advanced the metal cannula/metal dilator. Extreme caustion should be observed when used with a onewall puncture style needle."